Manufacturer narrative:
Exemption number e2015055. Approx 1 device was received for evaluation; 1 event was confirmed during testing. Approx 1 device was found to be affected by a loose drive link and blade mount failure. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the bur broke in the device. There was patient involvement; no patient impact.